Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: during investigation, the black box confirmed the user was experiencing loss of prime warnings after confirming 'empty cartridge warnings ". This is not a pump defect , a rewind or full cartridge change must be completed within 3 minutes after empty cartridge warnings. The pump passed all required testing with no defects duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6)2016 alleging that the pump ¿gave a three vibration alarm" when the cartridge was changed. No further information was provided. Animas customer support made several attempts to follow up with the reported for more information; however, the reporter did not respond. There was no indication that the reported issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery to the patient.